Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/22/2017 with the following findings: the pump was powered on to a dim and pink display. Evidence of moisture corrosion was found in the battery compartment. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display was dim and there was moisture in the battery compartment. This report is made based on results of investigation completed on 03/22/2017.